Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
It was reported that stimulation was uncomfortable. This occurred following a car accident on (B)(6) 2015. The driver was going 45 miles per hour; it was quite an impact. The patient was sore over the implantable neurostimulator (ins) on his right side and the stimulation was uncomfortable. It felt different. The patient was redirected to their healthcare provider (hcp) to check the system. Follow-up determined that no information was known concerning this event as the patient had not been seen since before the event. Further follow-up was performed to determine if the patient had required any further assistance and if the patient had any further concerns. This event will be updated if additional information is received.